Manufacturer narrative:
The catheter was returned for analysis. No damages, breaks or separations were observed with the device. The catheter was able to be flushed and used successfully with in-house guidewire. No anomalies were found. Based on the reported information and device analysis, the customer¿s report of ¿catheter break¿ could not be confirmed. The returned catheter evaluation did not reveal the device was defective or damaged. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned catheter is currently underway. Once completed a supplemental report will be submitted.

Event description:
Medtronic received information that during an aneurysm embolization procedure, the physician found the catheter was broken when he opened the package. He replaced it with new one to complete the surgery. The patient's current status is normal. No patient injury reported, as this was detected prior to use. The aneurysm in the anterior communicating artery and blood flow in the same direction as the 60 degree angle, the shape is sac-like, about the size of 4m*6mm. Device is expected to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.